Event description:
Additional information was received. It was reported that the cause of the event was the pump and catheter. It was indicated that the issue with the pump was unknown and there had been a break, tear, or hole in the catheter. The patient had experienced increased spasticity due to the event. The pump and catheter were both replaced and it was noted that hospitalization was required as a result of the event. It was reported that the patient recovered without sequela. The device system reportedly had been delivering lioresal.

Event description:
It was reported that patient symptoms continued to escalate even with dosing increases. It was noted the health care provider (hcp) did indicate when the pump dose was decreased, the patient's symptoms would increase. Diagnostic testing/troubleshooting included a dye study, rotor/roller study and x-rays however the results were not provided. As a result of the event, pump replacement was required. The device system was used to deliver compounded baclofen. It was later reported that the catheter was "nicked" during the pump replacement procedure. No further information was provided. It was later reported the location of the catheter issue was at the pump segment. As a result, the health care provider (hcp) spliced "new catheter segment into replace cut piece". The pump and explanted portion of an unknown catheter were later returned for product analysis. Additional information has been req uested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no anomalies. The pump passed all non-destructive testing. Final analysis of the catheter found a tear in the seal of the sc connector near the guide ring. (B)(4).

Manufacturer narrative:
Product ID: 8703w, lot# l62219, implanted: (B)(6) 1999, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.